Event description:
On (B)(6) 2013 it was reported that the vns patient suddenly became hoarse about a month ago and high impedance was observed. The patient was seen by an ent and was found to have left vocal cord paralysis. The patient's mother was questioning having the vns removed as she was questioning whether it helped the patient. It was later reported that high impedance was observed on (B)(6) 2013. The physician wants to have the lead replaced and thinks that a lead break must have caused the vocal cord paralysis. The manufacturing records for the lead were reviewed and it met all specifications prior to distribution. The physician later reported that they disabled the device on (B)(6) 2013 due to the high impedance. X-rays were taken but it is unknown if they will be sent to the manufacturer for review. It is also unknown if any patient manipulation or trauma occur that is believed to have caused or contributed to the high impedance but the patient was at a theme park. The vocal cord paralysis was first observed on (B)(6) 2013. It was unknown if the paralysis was related to vns but the physician stated that it is continuous. No causal or contributory programming or medication changes precede the onset of the vocal cord paralysis. The patient does not have a medical history of this paralysis (pre-vns). Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.